Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. This event relates to accolade stem subsidence. Based on the provided information, the product reported in this investigation did not contribute to the event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient was revised due to subsidence. Evidence of metal debris was noted by the surgeon.

Event description:
It was reported that the patient was revised due to subsidence. Evidence of metal debris was noted by the surgeon.